Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention after the pump auto-activated, this led to pelvic pain. Therefore, the patient had an in-clinic evaluation and it was confirmed that the pump was not able to be de-activated. No improvement was noted; therefore, after approximately two weeks, the patient underwent a surgery to remove and replace the pump. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention after the pump auto-activated, this led to pelvic pain. Therefore, the patient had an in-clinic evaluation and it was confirmed that the pump was not able to be de-activated. No improvement was noted; therefore, after approximately two weeks, the patient underwent a surgery to remove and replace the pump. No additional patient complications were reported.

Manufacturer narrative:
H6: added code h10: see below there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention after the pump auto-activated, this led to pelvic pain. Therefore, the patient had an in-clinic evaluation and it was confirmed that the pump was not able to be de-activated. No improvement was noted; therefore, after approximately two weeks, the patient underwent a surgery to remove and replace the pump. No additional patient complications were reported.